Event description:
The company was notified that the patient's implant was extruding through the skin due to an injury to the head. It was also reported that the patient developed a hematoma after the injury. The patient underwent surgery to reposition the implant under an area of thicker skin flap. The patient was treated with IV antibiotics (type unknown) and the infected skin was resected. Advanced bionics is in the process of gathering additional information.